Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent revision surgery on an unk date during which the surgeon noted mesh was found to be projecting into the abdominal cavity with peritoneum stuck to it, with a direct defect underneath the mesh. It was reported that the patient experienced an unknown adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 5/24/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Date sent to the FDA: 5/24/2022. Corrected information: d4 - catalog.

Manufacturer narrative:
Date sent to the FDA: 09/04/2022 additional b5 narrative: it was reported that the patient underwent mesh revision on (B)(6) 2016 due to adhesion and hernia recurrence.